Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight within specification, crease fold, deformation and yellow particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: partial delamination of the orientation dot (adhesive failure). Based on the device analysis, the final assessment is delamination of the orientation dot (partial separation), adhesive failure. The event of "irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and localized redness."

Event description:
Healthcare professional reported left side "persistent, recurrent pain" and "local redness." Device has been explanted.